Event description:
A nurse called lfs in 2002 regarding pt's one touch ultra meter. Nurse called to request for a replacement for the customer due to original replacement never reached the pt. No adverse event reported during the original call about the meter getting an error 2 message. Nurse explained that the customer ended up in the hospital because customer stopped exercising due to meter not working. Due to the event, customer got into lots of "trouble" and ended up in the hospital. No further info was obtained from the nurse. Sending letter.